Manufacturer narrative:
Per -(B)(4)final report it was reported that the patient was not impacted by this event and that additional screws were implanted with no reported issues. The appropriate device details were provided and the relevant device manufaturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. Testing conducted at corin identified that if the screw is inserted at the recommended angulation the screws would not pull through the cup. However, if the screw is insterted at angles greater than recommended then the screw could pull through the screw hole. Additionally, information provided to corin in the event report indicated that the screw may have been used to pull the shell into position and fully seat it. The trinity plus operative technique states that the cup should be impacted until fully seated. As the actual devices were implanted and have remained in situ, the root cause determination was inconclusive, however, it is likely that this failure could have occurred due to increased angulation and torque when inserting the screw and thus this case is now considered closed. The submission of this report does not constritute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
During implantation of a trinity plus shell the head of a trinity bone screw went through the screw hole.

Manufacturer narrative:
Per -(B)(4) initial report. Post-operative x-rays and an update on the patient has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed.

Event description:
During implantation of a trinity plus shell, the screw head of a trinity cancellous bone screw went through the screw hole.